Manufacturer narrative:
The pump was received with a button error alarm and an intermittent button response due to the corroded keypad traces. The pump was received with normal operating currents. The pump was monitored for several days and no weak battery alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a weak battery alarm and a button error alarm on the insulin pump. Customer's blood glucose was 78 mg/dl at the time of the incident. Customer's blood glucose was 144 mg/dl at the time of the button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.